Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (2,250 mcg/ml at 200 mcg/day) via an implanted pump for an unknown indication for use. It was reported that on (B)(6) 2024 the patient was hospitalized after having dilaudid and bupivacaine added to their baclofen pump due to overdosing. The patient stated that their hcp forgot to remove the flex dosing. After the hospitalization, the drugs had to be removed from their pump and only baclofen was refilled. After the hospitalization, the patient developed spasticity and problem with tone that they could not get under control.